Event description:
It was reported that (2) devices were used during a small bowel resection. It was reported by the affiliate that the surgeon placed the 1st tlc55 in position to cut and staple the bowel. The instrument was checked and when the surgeon went to fire, the device would not fire. The instrument appeared to be locking out and there was no evidence of bunching of the bowel. A 2nd tlc55 was used and same thing occurred. A tlc75 was then opened and the instrument fired with no further problems. There was no consequence to the pt.